Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient also experienced extended and frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.